Event description:
According to the reporter, a catheter was already implanted in the patient. The surgeon was trying to re-position the catheter, and attempting to tack the catheter to the peritoneal wall; however, the device jammed mid-fire. A new tacker was opened along with an endostitch product to secure the catheter. Some tissue damage occurred. There was no delay in or time or bleeding reported.

Manufacturer narrative:
(B) (4).